Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that the erbe displayed error c-38 when the cut function was activated. The issue persisted even after the device was power cycled and the instrument cords were replaced. Error logs confirmed repeated occurrences of error c-38, indicating a low hf current measurement value in the on state. The user continued with the procedure as planned with no reported injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they were unable to clear the erbe error and was unsure whether the erbe was replaced during the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and the reported problem was confirmed using the logs since error c-38 appeared on the reported event date. Upon visual inspection, an issue was found that would be related to the reported event. The erbe was tested using the system, and the unit displayed error m-b0-60 on startup. The erbe will be sent to the original equipment manufacturer for further evaluation. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-38. This error indicates a lower current than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator. Correction: h8. Was updated to initial use of device.